Event description:
It was reported that the customer passed away at a cancer center. The cause of death was stage 4 and septic shock. The caller provided the correct date of death. The caller stated that the customer had infection due to cancer. The caller was unsure of the customer's blood glucose at the time of death. The customer's last recorded blood glucose value on the glucose meter was 100 mg/dl, after a meal, on (B)(6) 2015 at 4:13 am. The caller stated that she believes the customer was still wearing the insulin pump after passing. The customer was using sensors, however, the caller was unsure if a sensor was worn at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
This information is provided in response to your request dated may 13, 2015 for additional information. Our original medwatch report was submitted with missing details. The information has been provided in this report.

Event description:
The spouse of the customer called to report that the customer has passed away. The caller declined to answer question at the time of the phone call. The caller stated that they will call back with time, whenever they are ready to answer the questions regarding the customer's passing and to have the insulin pump returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.